Event description:
It was reported that after a sleeve gastrectomy procedure, the patient had a significant drop in hemoglobin levels and was given blood products only. During the procedure, green, gold, and blue reloads were used along with seamguard buttressing material on every firing. During initial sleeve gastrectomy procedure, it was noted that staplelines looked good and were dry, with no bleeding noted. No devices will be returned as disposed of on initial procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.